Event description:
Boston scientific received information that while reviewing the data sent to the clinic from the patient's home monitor system on this cardiac resynchronization therapy defibrillator (crt-d), it was noted that there was a flatline. The patient had not called in with any complaints. Boston scientific technical services (ts) was contacted to review the episode. There was a diverted episode showing noise on the right ventricular (rv) lead electrogram (egm) that was oversensed with no activity on shock. The patient was asystolic for 5 seconds. When the device began to charge to deliver therapy oversensing stopped and the charge was diverted as the crt-d began to pace. Ts discussed bringing the patient into the clinic for testing and to call back if necessary. No other adverse patient effects reported. Additional information received from the local sales representative states that this patient was brought back in for testing and the noise was not reproducible. No programming changes have been made. No other complaints mentioned.

Manufacturer narrative:
At this time the device remains in service. Should additional information become available, this investigation will be updated.